Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's depression is reported to be worsening. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was further reported that patient's worsening depression is due to low vns battery and external factors not related to vns. Patient has been referred for surgery. No other relevant information has been received to date.

Event description:
Supplemental 01 inadvertently omitted historical data analysis of patients exhibiting symptoms typically associated with generator end-of-service prior to actual/confirmed generator end-of-service and correlating conclusions for the event. The physician assessed the cause was due to low battery and external factors, not end of life (0% battery) as reported and coded in supplemental 01. Product analysis was approved. The device was seen to have a reset occur on 08/01/2023 (reboot time stamp). Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot. Other than the noted event (reboot), there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The patient had a prophylactic battery replacement. The device was later received into product analysis. No other relevant information has been received to date.